Manufacturer narrative:
Two (2) photos were provided by the customer which were used to conduct the device analysis since the physical unit, by the time this investigation was being documented, had not been received. Photo one shows a packaging label for a tracheostomy tube of part number 67pfss40 and lot number 4344986; the device is not visible in the photo. Photo two shows a tracheostomy tube where the right-side flange is observed to be broken at the base of the tube; no other damage or dysfunctional conditions are observed. The complaint was confirmed. The root cause for the condition was unable to be determined based on the received photos. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. This issue will be monitored, and further actions taken accordingly.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported, that a trach change was done. No patient harm reported.